Event description:
The physician put the catheter at the cardiac apex of the right ventricle to support the ventricular activiation during av node ablation.initially no problem encountered but suddenly the pacing temporarily did not give the ventricle any activiation. Other company's catheter put on the his bundle stimulated the ventricle. No patient injury resulted. The physician though the problem was due to breaking of the catheter.